Manufacturer narrative:
Med watch sent to FDA on: (B)(4) 2013. Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. No additional information has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Healthcare professional reported a lap-band port leak. The leak was observed after a "discrepancy with amount of fluid was noted" and a "crack in tubing" was noted. The port was explanted and replaced.